Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that there was no exposed glass tip. Additional examination under magnification revealed that the glass tip is consistent with a fracture indicating that the tip or portion of the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was clear, bright, and scattered with an effective transmission of 40%. The complaint as reported could not be confirmed. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a flexiva 200 laser fiber was used during a cystoscopy with ureteroscopy procedure in the ureter performed on (B)(6) 2014. Reportedly, the laser unit was set to 10 joules. According to the complainant, during the procedure, approximately 1.5 inches from the tip broke off inside the patient. It was reported that the broken fragment was successfully flushed out from the patient. The procedure completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6), 2014 that a flexiva 200 laser fiber was used during a cystoscopy with ureteroscopy procedure in the ureter performed on (B)(6), 2014. Reportedly, the laser unit was set to 10 joules. According to the complainant, during the procedure, approximately 1.5 inches from the tip broke off inside the patient. It was reported that the broken fragment was successfully flushed out from the patient. The procedure completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.